Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the tip cover accessory with the alleged issue to perform failure analysis. A return material authorization (RMA) was not issued for return as the customer reported that the accessory was disposed. A follow-up MDR will be submitted if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip cover tip fell off. It did not fall inside the patient, but instead got stuck in the cannula. It was tested if it was loose or broken after we removed it from the cannula, but nothing was wrong with it. It was very tight to put on and removing it after it has been used. We do not know what happened. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: there was no patient injury regarding the issue. The said instrument has not been used after the replacement of another instrument. There was no delay on the procedure. The tip cover accessory was not sent to isi after reporting. The scissor tip was correctly installed before used that means no orange surface visible, no installation tool was used. We just used our hand to slide them in and slide them out after use and lubricant not needed.